Event description:
It was reported that the implantable cardioverter-defibrillator (ICD) exhibited t-wave oversensing. The patient did not receive inappropriate shock during the oversensing. Programming changes were discussed, but not performed. There were no patient consequences.

Manufacturer narrative:
Further information was requested, but not received.

Manufacturer narrative:
Additional information: b5.

Event description:
New information indicated that the t-wave oversensing was post-sensed t-wave oversensing. The patient was stable.